Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a06 is being used to capture the reportable event of loss of visualization inside the patient.

Event description:
It was reported that an exalt model b monitor was used for a bronchoscopy procedure on an unknown date. It was observed that the exalt monitor would unexpectedly shut down. No patient complications related to this event were reported. No further information has been obtained despite good faith efforts.

Event description:
It was reported that an exalt model b monitor was used for a bronchoscopy procedure on an unknown date. It was observed that the exalt monitor would unexpectedly shut down. No patient complications related to this event were reported. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a06 is being used to capture the reportable event of loss of visualization inside the patient. Block h11: with all the available information, boston scientific concludes that testing of the returned device identified that the monitor performed within specification. Examination of the monitor showed that the device was used without being properly charged. The power supply was returned and was noticed to be unused. The device instructions for use (IFU) state to ensure that the exalt monitor is sufficiently charged before use. Upon return, the device was thoroughly analyzed. The logs of the monitor were examined, and it was noticed that the device was used for 73 procedures. Multiple instances were found in which the monitor was used without being properly charged. The monitor was functionally tested and was found to perform within specifications. Based on all the available information, a conclusion code of no problem detected was assigned to this investigation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.